Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The subject device was returned and evaluated by olympus. The evaluation found a bad igniter and a lamp lighting failure, caused by a non-olympus lamp installed by the user. The e102 lamp error (as identified in the initial report) went away when the user opened and closed the safety door on the side of the subject device. Based on that information, it is likely that there was no abnormality in the device, and that e102 error was reported because the air opening was temporarily blocked by foreign objects such as dust due to the user environment, and the temperature increased. In addition, a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on a review of the instructions for use, the following is described in "9.2 troubleshooting guide": "code: e102 error message: clv lamp err e102. Please check examination lamp. Possible cause: the light source has broken down. Solution: immediately turn off the light source and inspect the lamp as described in the instruction manual for the light source. If no irregularity is observed on the lamp, immediately turn off the light source, unplug the power cord from the wall main outlet and the ac power inlet on the light source, and contact olympus.". Based on review of the instructions for use regarding a non-olympus approved lamp is identified in section 6.1: "warning: never install a lamp that has not been approved by olympus. The use of a nonapproved lamp can cause damage to the light source and ancillary equipment, malfunction or a fire.".

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation and a root cause cannot be determined.

Event description:
A user facility reported to olympus that an e102 lamp error was generated. The problem, as reported to olympus, occurred prior to the start of a procedure. The intended procedure was completed using the same device. There was no patient injury or harm, associated with the problem, reported to olympus.